Event description:
Reporter stated that the patient was exhibiting symptoms of hypoglycemia (acting "drunk," patient was argumentative, and incoherent). Patient reportedly tested blood glucose, using the suspect device, and obtained a result of 45 mg/dl. Reporter stated that, 5-10 minutes later, she retested patient's blood glucose, on the suspect device, and obtained a result of 105 mg/dl. Based on patient's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, 10-15 minutes later, patient's blood glucose measured 46 mg/dl on paramedics' device. Patient was told to drink orange juice. No treatment was received by paramedics. At the time of the event, patient's control solutions had expired. Technical support requested the return of the suspect product and replacement product was shipped.